Manufacturer narrative:
An event of paravalvular leak after implant was reported. The provided videos were reviewed by an abbott senior staff r&d engineer. The reviewer stated, "the cine partially confirmed the reported event. Pre-bav, navitor deployment, post-bav, and non-abbott valve deployment were shown in the imaging provided. Depth of placement is measured at greater than 4mm (11mm nc (non-coronary cusp) depth) after post-bav. Navitor valve deployment was confirmed in the cine review. Contrast injection image quality makes depth of placement assessment at partial deployment difficult to perform. After initial valve placement file (B)(4) shows post-bav occurring at ~12:01 pm per timestamp. Video showing contrast injection after post-bav was used to determine depth of placement at 12:03 pm within video (B)(4). Based off the measurement shown below nc depth is assessed as ~11mm. At this depth of placement, the pvl skirt may be inactive in function and completely ventricular of the annulus." Information from the field indicated that the physician was aware the valve was undersized for the patient's annular dimensions, the patient's calcium score was 10.000 with lvot (left ventricular outflow tract) calcification, there were no deployment or retraction difficulties, and the implant depth was approximately 11 mm from the nc, which is deeper than the optimal 3 mm implant depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported paravalvular leak could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant. It was noted that the aortic annulus was very calcified and the agatston calcium score was 10.000. The annulus perimeter was measured to be 90mm and the area was measured to be 590mm2. A pre-balloon aortic valvuloplasty (bav) was performed using a 24mm non-abbott balloon. There was no difficulty deploying the valve and all three retainer tabs released as intended. After the valve was implanted in the desired position, a mild to moderate paravalvular leak (pvl) was observed via transthoracic echocardiogram (tte). The final implant depth of the valve was 4mm from the non-coronary cusp (ncc). A post dilation balloon aortic valvuloplasty was performed with a 24mm non-abbott balloon. Post dilation, the tte showed moderate to severe atrial regurgitation (ar) and pvl. A 26mm non-abbott valve was implanted. A trace pvl was present post valve-in-valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as recovered and stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.